Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose of 472 mg/dl and out of control ketones. The customer was wearing the insulin pump at the time of the emergency room visit. At the time of the phone call the blood glucose was 359 mg/dl which was treated by manual injection. Troubleshooting was performed on the insulin pump and it passed all of the functional tests. The drive support cap was recessed. Found no air bubbles and everything was programmed correctly. Found several low reservoir and no delivery alarms in the history of the device. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.